Event description:
It was reported right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly, a new lead was implanted. No additional adverse patient effects were reported. "This report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."